Event description:
It was reported that during the procedure in 05, the tip of a bmw guide wire became trapped in the distal section of the vessel and could not be removed. Three stents were implanted. In attempting to remove the guide wire, the core of the guide wire was removed, but the tip coils remained. The patient declined surgery and in a follow up procedure, a snare device was used to obtain some of the tip but a piece remains in the patient.